Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 24-year-old female patient who had essure (batch no. A50512) inserted for female sterilisation. The patient's medical history included allergic reaction, swelling nos, tenderness, arthralgia, joint pain, muscle pain, tooth fracture and mouth pain. Concomitant products included amoxicillin, codeine phosphate;paracetamol (tylenol with codeine no.3), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, medroxyprogesterone acetate (depo-provera), minerals nos;vitamins nos (prenatal vitamins), naproxen sodium (anaprox), oxycodone hydrochloride;paracetamol (percocet) and pethidine hydrochloride (demerol). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: patient had the need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: impression: successful essure sterilization.; on (B)(6) 2013: successful essure sterilization. Most recent follow-up information incorporated above includes: on 1-may-2019: medical records received. Lot number added. Concomitant drug, medical history, reporter information, aka name were added. We received the lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: patient had the need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.